Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen had a dim/fading/color spectrum issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 19-jul-2019 with the following findings: on investigation, the pump powered on with a dim, faded, discolored display screen. Investigation duplicated the complaint.